Event description:
A sentrant introducer sheath was used during the endovascular treatment of an abdominal aortic aneurysm. It was reported that sheath was examined prior to use and everything looked normal. The sheath was prepped prior to use with the stopcock placed in the open position in order to flush the sheath and at this point the stopcock fell off the sheath. No undue force was applied. The physician reconnected the stopcock and decided to use the sheath. During the procedure it was noted that the stopcock popped out and there was blood coming out of the tubing that connected to the stopcock. The amount of blood was insignificant (exact amount is unknown). The physician clamped the side port tubing and then switched the sentrant sheath out with another manufacturer¿s sheath to complete the procedure without further complication. No clinical sequelae were reported and the patient is fine. The device was returned bloodied. The sheath was returned without the dilator. The stop-cock was attached to the side-port extension. The rest of the sheath was unremarkable. Light force was applied to the stop-cock and it easily separated from the side-port extension tubing. The ID of stop-cock measured in spec . The od of the side-port extension tubing measured in spec. No apparent evidence of glue was observed on the end of the side-port extension tubing when viewed under a microscope. The event was confirmed; the stop-cock detached from the side-port extension tubing. The root cause of the event could not be conclusively determined; however is likely manufacturing related.

Event description:
Supplier analysis concluded the root cause was due to a low tube diameter. The investigation confirmed the tube of the side port had a lower diameter and therefore fitted loosely into the stop cock inner diameter. The fit was not snug inside the stop cock, so when the solvent was applied around the smaller diameter tube not all of the tube was snug/touching the inner wall of the stop cock and the solvent evaporated from these tube areas leaving a weakly bonded tube to stop cock.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (blood loss). Evaluation conclusion: known inherent risk of procedure (blood loss).